Event description:
This device has an unknown implant date. A call to technical services placed on (B)(6)2014 states that rv lead may be revised. There has been intermittently rv pace impedance of more than 3000 ohms and some t-wave oversensing. This device had some connection issues. The physician was dr.(B)(6) at (B)(6)hospital (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).